Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Poly insert swap of infected right knee.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the reported infection could not be determined because insufficient information was provided. Further information such as pathology reports, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly insert swap of infected right knee.